Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the loudspeaker of the intellivue measurement server x2 is defective. It is unknown if the x2 was used for monitoring at the time of the alleged malfunction.however, no death, serious injury or adverse event occurred or was reported as a result of this issue.